Manufacturer narrative:
Programmer 37746, (B)(4) reported in previous report no longer applies in this event. No concomitant product is applicable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial#: (B)(4), product type: programmer patient. Other relevant device(s) are: product ID: 37746, serial/lot #: (B)(4), ubd: 28-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient programmer (pp) screen was blank and would not turn on after trying new batteries. Patient noticed this "about 3 weeks ago" when, at the same time, her pain started getting worse. Patient mentioned she did not change stimulation often, but she was going to try to change her stimulation at that time, however she was not able to since the screen was blank. Pp was not wet or dropped. Patient service specialist (pss) had patient change the aaa batteries in the patient programmer and replace with brand new aaa batteries. Patient said batteries were a brand-new matching set, and were regular (B)(6) batteries. Patient also removed and reinserted batteries, which did not resolve blank screen. During the call, patient stated starting about a month ago, in (B)(6) 2019, she had to charge more often. Previously she could go 3 weeks between charging, but now it was a week. A week was still good, but she could tell the time between charged was getting shorter. No further complications were reported.